Manufacturer narrative:
(B)(4).

Event description:
The patient developed an infection in tooth location 29 after being implanted for over two (2) years. The doctor indicated infection as a contributing factor for implant removal. The patient also has a medical history of diabetes.